Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patients implantable pulse generator (ipg) was replaced.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patients implantable pulse generator (ipg) was replaced. Additional information was received that the patients ipg was not replaced. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well post operatively and the explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(6) . Batch: 2000018981/20217931.